Event description:
It was reported that the patient experienced numbness in the left hand during the procedure. After the procedure, a diffusion weighted MRI was done and it showed a new infarct in the same cortical area as a previous cva (stroke). At the twenty-four hour neuro check, the symptoms had fully resolved and the neuro check was unchanged from the baseline without a change in the mih stroke scale. It was believed that this episode occurred due to extremely difficult access of the right carotid artery and occurred prior to accunet deployment across the lesion.

Event description:
Add'l info received report that target lesion was in the right internal carotid artery and was 95% stenosed.

Event description:
CT of the brain, without contrast was performed on november 19, 2004, which indicated most likely a stroke had occurred. Final diagnosis for this patient was it was a minor, ipsilateral, ischemic stroke.